Event description:
An administrator reported that there was no reflux during a surgical procedure. The surgery was completed with the same system. There was no harm to the pt.

Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).